Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2020 the patient presented with wound dehiscence and drainage at the rns system incision site. The patient underwent a wound washout and the incision site started to heal. On (B)(6) 2021, the patient presented with wound erythema which progressed to bilateral drainage by (B)(6) 2021. On (B)(6) 2021, the patient's rns system (neurostimulator and all leads) were explanted. A culture was performed and the resulting infection was diagnosed as a superficial incisional infection. During the course of events, treatment included 3weeks of antibiotics (oral and via PICC line).